Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose (bg) level was 531 mg/dl and the customer experienced nausea. Manual injections were administered to address the high bg. Reportedly, the customer reverted to manual injections for insulin therapy. The increase in bg level was unknown by the customer.